Event description:
The customer returned the cysto-nephro videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device light guide lenses have superficial scratches, probably associated with continuous use or improper handling during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: continuous use or improper handling during reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.